Event description:
It was reported the devices were used during an unk procedure. It was reported by the affiliate that the devices jammed after the first staple was fired. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotate, ab)yes; nose shroud cracked/broken, ab)yes; staples in nose, ab)(2twisted); staples in the track, a(20) b(21) and trigger engaged with precock, ab)yes. Functional tests & results: cycled instrument, ab)no. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was concluded that the reported "devices jammed after the first staple was fired" during surgery occurred due to a yielded cartridge nose weld and two twisted staples jammed in the cartridge nose. Two instruments were received, each with a yielded nose weld which would not allow the following staples to properly feed into the nose to fire, and with two staples twisted in the nose, no conclusion could be reached if the twisted staple caused the nose weld to yield or if the yielded nose weld caused the staple to become twisted in the nose.